Event description:
After one hour and 15 minutes of onyx injection, it was reported the catheter ruptured 10 cm from the distal tip. Onyx was observed in an unintended treatment area. Consequently, the pt had a stroke. Same event as MDR# 2029214-2011-00337.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found approx 6.4 cm and 8.1 cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter. Results = catheter rupture. (B)(4).